Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following incident description: "during preparing device to new patient, buttons on the screen weren`t working properly, doctors needed to push it hard. "